Manufacturer narrative:
The insulin pump was received with motor screeching noise during rewind due to faulty motor. The device passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery once every other day for about two weeks. He stated he has changed the infusion sets and reservoirs. He also reported that the motor is making a loud noise and vibrates during rewind or prime. He stated that the most recent no delivery alarm occurred during bolus about 10 minutes prior to calling. Most recent blood glucose value was 122 mg/dl. The customer declined troubleshooting. The insulin pump was replaced and returned for analysis.